Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2011. She stated she received a letter back in (B)(6) 2018 stating her implants were involved in a recall, she went for blood tests and the results showed elevated levels of chromium and cobalt in her blood. Patient was revised on or about (B)(6) 2018, she does not know if she was revised to stryker devices.